Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device switching on automatically. Red status indicator with memory full and low battery prompts.

Event description:
There was no patient involved. Device switching on automatically. Red status indicator with memory full and low battery prompts.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 15th june 2017. Mosfet q37 was measured and found to have failed. Investigation found a failure of component q37 which caused the device to power up immediately following shutdown. This would account for the continuous ten-minute manual power ons recorded in the history log. The user likely interpreted this as the device switching itself on automatically as per the reported fault. The fault could not be replicated with a known good q37 fitted. Furthermore, with transistor q37 replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.